Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of the 2.0x20 otw mini trek balloon catheter, the balloon was unable to inflate. Upon examination of the device, a leak was noted from a hole in the balloon. There was no patient involvement. Another balloon catheter and stent were used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report filed, return device analysis revealed blood in the balloon and inflation lumen. Follow-up with the account states that the device was prepared for use outside of the anatomy with no issue. The device was advanced to the lesion and during attempted inflation, the balloon did not inflate. The device was removed from the anatomy and a hole was noted in the balloon.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). Evaluation summary: visual and functional analysis were performed on the returned device. The inflation issue was confirmed. The balloon rupture was confirmed as two holes in the balloon were noted during return analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.